Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that approximately 46 months after the implant oversensing of noise occurred which led to inappropriate shock delivery. On the x-ray the lead reportedly showed a loop in the right ventricle. A lead revision is planned.

Manufacturer narrative:
We were notified that this lead was capped. As of today, the medical device is not available for analysis; therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available data showed artefacts on the right ventricular channel which were oversensed leading to shock delivery as reported in the complaint text. The sensing trend curve was around 10 mv between (B)(6) 2017 and (B)(6) 2017 with a sudden increase to 20 mv and a subsequent varying progression between 13 mv and 20 mv until (B)(6) 2018. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.